Event description:
Device #2 issue: none. Time of device issue: after the procedure. Adverse event: thrombosis requiring medical intervention. Time of adverse event: after the procedure. It was reported that the procedure occurred at university malaya medical center in malaysia. It was reported that the xience v 3.0 x 23 stent was noted to be fractured during the angiogram that was performed on (B)(6) 2010. On (B)(6) 2009, the xience v 3.0 x 23 stent was deployed in the proximal right coronary artery (rca) and a xience v 2.75 x 28 stent was deployed in the mid right coronary artery (rca). No additional event or patient information is available. The review of angiographic images revealed that there was thrombosis in the rca from the proximal segment to the mid distal segment. The thrombosis was treated with an additional stent and balloon inflations.

Manufacturer narrative:
(B)(4). The xience v 3.0 x 23 (part 1009529-23, lot 9061941) indicated was filed under a separate medwatch MFR number. The reported thrombosis is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.